Event description:
It was reported that during troubleshooting of a dexcom g7 sensor with an ilet system restart, previously saved steps in the ilet setup for a supply change were unsaved, leading to an infusion set handling issue; the user disconnected at the anchor, removed the infusion site, and then attempted to reinsert the same infusion site but could not. They were then guided to perform an infusion set change but received an ¿unable to proceed¿ message, consistent with an infusion set deployed incorrectly or connector not attached correctly. No reported alerts or alarms and no clinical symptoms were reported. Outcomes included the need for troubleshooting and user education with no reported clinical impact. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the user attempted to reattach a previously removed infusion site which reflects incorrect deployment of an infusion set. It was concluded that the event was related to infusion set handling and connection during the setup process, with user guidance provided to resolve.